Event description:
Edwards has learned of a 23mm aortic pericardial valve that was explanted due to paravalvular leak and replaced with a 21mm aortic pericardial valve. Additional information indicates this was an explant at implant due to a technical difficulty. Through follow up by the sales rep, [the surgeon] said he did come off pump and when he came off pump he noticed pvl. He tried to take care of the pvl and it would not go away. So he had to explant that valve and put in a different size valve. There was no pvl after that.

Manufacturer narrative:
As received, leaflet 3 had an indentation approx 2mmx1mm on the inflow side. Leaflet 1 had an indentation approx 1mm in length, also on the inflow side. No visible surface inconsistencies observed on leaflet 2. Commissure 3 wireform was exposed on the outflow aspect. The xray demonstrated commissures 1 and 3 wireform distorted. These damages are most likely due to implant or explant. (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No patient information or history provided. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the surgeon indicated this explant was due to technical error but did not elaborate. Unfortunately, physical evaluation of the device could not confirm explant due to paravalvular leak. Without additional information from the health care provider regarding the patient and patient history, we are unable to comment on the clinical observation provided by the surgeon.

Manufacturer narrative:
Evaluation summary: customer report references surgeon implanted a smaller valve. As received, leaflet 3 had an indentation approx 2mmx1mm on the inflow side. Leaflet 1 had an indentation approx 1mm in length, also on the inflow side. No visible surface inconsistencies observed on leaflet 2. Commissure 3 wireform was exposed on the outflow aspect. The xray demonstrated commissures 1 and 3 wireform distorted. These damages are most likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the surgeon indicated this valve was explanted due to paravalvular leak. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.